Manufacturer narrative:
MDR 3005778470-2020-00234 / device 2 of 2. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported by the product end user that the " catheter tip was flattened because it is welded into the package sealing." The product was not used, no harm reported. No photographs received depicting the reported complaint issue. No lot number provided of the product.